Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not flow during infusion. The device was being used with an baxter IV pump set to infuse at 80ml/hr. The reporter stated that a new bag was hung; however, fluid did not infuse for five hours because ¿the tubing became flattened in the IV pump¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This MDR is a duplicate of MDR (B)(4) . The customer did not report an allegation against the access set. The allegation against the sigma spectrum infusion pump has been submitted to the FDA under MDR (B)(4) . Any additional relevant information regarding this event will be reported in MDR (B)(4) .